Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. During investigation, the meter switched on as expected. Customer service mode was run and resistor value was found to be out of specification. The customer's allegation was verified as the returned meter was displaying units of measurement as mmol/l, which is unexpected for the country of event origin. Three tests were run using the returned meter with in-house contour control solution and contour test strips, which gave satisfactory performance. Blood glucose readings were downloaded from meter to glucofacts deluxe and the readings appeared to be in mmol/l. Additionally, a device history record was reviewed and no manufacturing anomalies were found. The device will be further investigated. Section h4 of the initial report indicated device manufacture date as 10-nov-2008. The correct device manufacture date is 16-jul-2005. Section h4 has been updated with this information.

Manufacturer narrative:
Upon further investigation, it was found that the resistor value displayed during the initial investigation reflects the selected unit of measurement, so 5.8 would be the expected value when mmol/l is selected. It was determined that the change in unit of measurement can occur either due to manually changing unit display in the setting mode of the meter or due to software error. However, if the software error occurred, the meter will not be able to measure normally. Therefore, the potential cause of the issue was determined to be related to the unit display being manually changed in the setting mode by the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. The model # was not provided.

Event description:
The customer alleged that the unit of measurement on her contour meter was displayed in mmol/l. The customer stated that she has been using the meter since last 10 years. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.